Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error and turned itself off without a power supply error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected blank display was noted during testing. The power loss alarm, low battery alarm and power error 25 confirmed in the formatted history file. The detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered due to connector resistance issues. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump had minor scratches on the display window, a scratched case, a damaged display window cover and a cracked keypad overlay at the select button.